Event description:
It was reported that the patient passed away on (B)(6) 2022. There were no device or therapy issues that contributed to this outcome.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the patient's outcome could not be conclusively determined through this evaluation. There were reportedly no device or therapy issues that contributed to this outcome. The customer reported that no additional information could be provided. No autopsy was performed. The device was not returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Although no device related issues were reported, section 1, "introduction," lists all adverse events which may be associated with the use of heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.